Event description:
The customer tested her blood glucose using 2 contour usb meters and received readings of 20 and 261mg/dl. The difference between the readings falls in the "d" or "e" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The test strips are to be returned for evaluation. A new testing kit was sent to the customer.